Event description:
Problem reported from another country, service representative that the device was cycling, but not activating the pneumatic plunger to deliver chest compressions.

Manufacturer narrative:
As reported by the service representative in another country, the device was in use on the patient for approximately 25 minutes at which time it continued cycling, but did not deliver chest compressions via the pneumatic plunger. The evaluation of the device determined that a pneumatic hose connection had become contaminated which prevented a pneumatic component (responsible for driving the piston that delivers the chest compressions) from activating. The problematic hose was replaced and the device returned to normal operation. Device was repaired and returned to the customer. Evaluation of the device was performed in another country, by the service representative. The device was not returned to the manufacturer for evaluation